Event description:
It was reported that deflation issue occurred. The 80%, 7x40 stenosed target lesion was located in the non-tortuous and non-calcified aortofem bypass anastomosis of iliac vessel. A 7.0 x 40mm, 135cm ranger (dcb) drug-eluting peripheral transluminal angioplasty catheter was advanced for pre-dilation. During the procedure, the balloon was inflated once at nominal burst pressure. Upon deflation, it was noted that the distal tip of the balloon would not deflate resulting in cutting down to remove the balloon. The device was removed intact, and the procedure was completed using an alternate method. The patient is expected to fully recover.